Event description:
User facility mandatory medwatch received that stated "pca pump found in clinical engineering with alleged injury to employee's finger. Attempts to identify employee to date have been unsuccessful." Upon further query the following info was provided: the customer contact reported a melted ac cord and a charred back case. The device was returned to the biomedical dept with a note stating "sparks, burned blanket, rn finger burned." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. During a visual inspection at the user facility it was noted that the ac cord was melted and the back case was charred. This was noted where the detachable ac power cord enters the device. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.